Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure was not removed. If no removal planned, select reason(s): unable to afford surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury was replaced by more specific information: perforation: uterus, pelvic/abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder/urinary problems vaginal infection, vaginal discharge, bladder/urinary problems and fatigue. Lab data, suspect drug start date were updated. Essure was not removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was not removed. If no removal planned, select reason(s): unable to afford surgery no. Of coils: right- 4 coils, left-2 coils. Most recent follow-up information incorporated above includes: on 14-dec-2020: mr received. Reporter information, lot no added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was not removed. If no removal planned, select reason(s): unable to afford surgery no. Of coils: right- 4 coils, left-2 coils. Lot number:b40017, manufacture date:2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.